Event description:
Based on the complaint description, the patient had highly calcified arteries and greater than normal force was applied during insertion. During insertion, while the device was in the body, the device snapped in two at distal tip but the actuator cable kept the two parts together. It was noted after removing the device a small hematoma formed.

Manufacturer narrative:
The device was returned and failure analysis performed, the analysis confirmed that the device fractured at the anchor axle holes. It was also noted that the nla was bent which is a failure mode consistent with excessive insertion force. A review of the DHR was performed for this lot and no ncmrs have been initiated that are related to this failure mode. Complaint history for this lot was reviewed and no similar complaints for this failure mode were found. (B)(4). The probable root cause, based on available information, is using excessive force during insertion.